Event description:
The physician attempted arteriotomy closure of the right groin with the closer s 6 fr. Device after a diagnostic procedure. The device was deployed successfully, but there was mild oozing post suture deployment. Manual compression was applied for 6 minutes, then the pt's groin was tested. The pt later presented with a large hematoma and low hemoglobin. The pt was taken to surgery where the surgeon found the perclose suture intact but the arteriotomy not fully closed. The surgeon removed the perclose suture and surgically sutured the artery. The hematoma was drained. The pt was transfused with four units of blood and taken to the ICU for recovery; however, the pt expired the next day. Per the physician the expiration was probably due to the pt's coronary artery disease and low tolerance for anesthetic used during the surgery.